Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08009. It was reported that the burr sheared the rotawire, became stuck in the lesion and patient death occurred. The 80% stenosed target lesion was a 60 degrees retro flex from the left main and was located in a very tortuous and moderately calcified ostial circumflex artery. A 1.25mm rotalink¿ burr and rotawire were used and advanced to treat the target lesion. During the procedure, rotablation was stopped in the lesion. When the burr was attempted to be removed, it was noted that the burr was stuck in the lesion and it sheared the wire. The patient had to undergo a cardiothoracic surgery for removal. The wire was successfully removed, however the patient died the next day.